Manufacturer narrative:
(B)(4). Additional information: six days prior to the receipt of this additional information, dianeal therapies were discontinued (previously it was reported that dianeal therapies were ongoing), intraperitoneal antibiotic treatment with cefazolin and gentamycin was discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported bacterial peritonitis event. The breach in aseptic technique was further described as there was a change in caregivers. After twenty-seven days of hospitalization and on the same day this additional information was received, the patient was discharged. The patient was not recovered from the previously reported bacterial peritonitis event (previously, it was reported that the patient was recovering from the bacterial peritonitis). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal (ip) cefazolin 2 grams per day and ip gentamycin 80 mg per day for bacterial peritonitis. At the time of this report, the patient was recovering from this peritonitis event and antibiotic treatment was ongoing. Dianeal therapies were ongoing. No additional information is available.